Event description:
Event description boston scientific received information that this implantable defibrillation lead exhibited an out of range pacing impedance measurement, loss of capture, and oversensing, resulting in inappropriate therapy delivery. In addition, during the revision procedure, this implantable cardioverter defibrillator (ICD) exhibited a stuck set screw.